Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the pocket site. The patient underwent an ipg explant procedure and explanted ipg was discarded.